Event description:
It was reported that the patient presented in clinic for normal follow-up. Upon interrogation of the pulse generator, a message - diagnostics cleared due to invalid data- appeared. After clearing the diagnostic data, the device was interrogated successfully. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.